Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, patient was revised due to prosthesis dislocation .components not revised : cotyle "anca" avec trous a/revet. Hap 52 ppr67252 lot r0693669; tige "anca fit?" Rev. Hap 1/3 proximal 15g ppr67622 lot r0591067.